Manufacturer narrative:
The subject device not returned

Event description:
It was reported that during the procedure, the subject coil encountered resistance when advancing the coil out of the introducer sheath and the coil was prematurely detached inside the microcatheter. The coil was removed with the microcatheter. The procedure was completed without any issues. No patient consequences were reported due to this event.

Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issue main coil prematurely detached/separated during use and coil introducer sheath friction.

Event description:
It was reported that during the procedure, the subject coil encountered resistance when advancing the coil out of the introducer sheath and the coil was prematurely detached inside the microcatheter. The coil was removed with the microcatheter. The procedure was completed without any issues. No patient consequences were reported due to this event.